Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883942, gd883512, and gd882613 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of pulled muscle and dialysis catheter associated bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported) ip for pd. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag , (dose and frequency not reported) ip for pd. During a call with baxter customer services, the following was reported by the consumer and the nurse. On (B)(6) 2011, the patient experienced a pulled muscle and dialysis catheter associated bacterial peritonitis. The cause of peritonitis was "working in garden too hard." The patient was hospitalized from (B)(6) 2011. Treatment was not reported. On an unknown date in (B)(6)2011, the patient recovered from the events. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the events were not related to dianeal therapy. The consumer did not provide the causality for pulled muscle.